Manufacturer narrative:
Intuitive surgical inc. Received the high resolution stereo viewer (hrsv) for failure analysis investigation, however, the failure analysis is still in progress. Therefore, the customer reported failure has not been determined. A follow-up MDR will be submitted to the FDA once the failure analysis has been completed or if additional information is received. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the left eye was blank in the surgeon side console (ssc). The intuitive surgical inc. (Isi) technical support engineer (tse) noted that the customer tried two different scopes and rebooted the system prior to calling technical support but the issue persisted. The tse had the customer perform further troubleshooting: reboot the system, power cycle the ssc, reseat the blue fiber cable, adjust dvi connection and proceed in 2d mode. The issue could not be resolved with troubleshooting and the surgeon completed the procedure with only the right eye. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to identify that the left eye in the high resolution stereo viewer (hrsv) on the ssc was completely blacked out. The fse replaced the hrsv to correct the issue. The high resolution stereo viewer is located on the surgeon side console and provides the 3d image captured from the endoscope inserted in the patient. Isi contacted the initial reporter and obtained the following additional information: it was confirmed that the surgeon completed the case with only one eye and there was no reported patient injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) associated with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The image on the monitor was found to be too dark and main board had a defect. The printed circuit assembly main board was replaced as a fix.